Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was cracked along the side, traveling to the bumper pad area, and to the cover. The cartridge compartment was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment and cartridge compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.